Event description:
Caller alleged imprecision with inratio. Results as follows: 09/2006; first test inr= >7.5, second test inr= 3.6. Caller alleged discrepant results compared with the lab. Results as follows:date: the same day; inratio:3.6; lab:10.4.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060019: 09/2006; first test inr=>7.5, second test inr=3.6, mean=na, sd=na; % cv=na. The % cv cannot be determined. Products will be tested. Per internal procedure, in-house retain strips were tested for precision. The acceptance criteria is as follows: if the % cv is less than or equal to 16%, then it meets the criteria for precision. If both samples pass for each lot then no further action is required. If one lot fails, then additional testing will be performed with 2 more normal donors. If both samples fail on any lot or if any lot fails additional testing, then a review of trending data will be performed and a course of action taken. Result of retrained strips test (lot 060019) performed approx three months earlier as follows: result of retrained strips test (lot 060019) performed on the same day as follows: lot 060019 pt #1 normal =1.0, normal=1.1, mean=1.05, sd=0.07, %cv= 6.7%; pt #2 : normal=0.8, normal=0.9, mean=0.85, sd=0.07, %cv= 8.31%. Based on the above test results, retained strips lot 060019 meets the criteria for strip precision.